Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a cadd® administration set, the patient experienced an "air in line" alarm by the end of their dose. An incomplete dose was received. The patient called homecare, and through troubleshooting, found the bag to be "totally dry" and the filter "almost" dry. The tubing was re-primed with a new bag and was infusing normally afterward. No injury was reported.